Event description:
During total knee replacement procedure, when surgeon inserted tibial component onto surface of tibia bearing the bone cement, a 1 second spontaneous flash of a small flame was noted at the point of contact. It immediately extinguished itself with no intervention and no tissue injury.